Event description:
The reporter stated that the surgeon was using a mtc-60cfp cartridge with a staar lens and the cartridge is sticking to the lens when the lens is being advanced in it. There was no damage to the lens and they were able to remove the lens and re-load it in another cartridge and insert it with no pt injury.

Manufacturer narrative:
Eval codes: lot number search. Results: a lot number search was performed for similar complaints and there was one similar complaint.